Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer 4 failed to open due to a bad rail. A field service engineer adjusted the bad rails, and the drawer was recovered successfully; this work is recorded in work order 01400216. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia system drawer did not open during a procedure. The customer stated that the delay was about 30mins, and the users were able to remove the required medication from different station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis anesthesia system drawer did not open during a procedure. The customer stated that the delay was about 30 minutes, and the users were able to remove the required medication from different station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-mar-2022 to 08-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 failed to open due to a bad rail. A field service engineer replaced the bad hh smart matrix drawer, pulled the liners and configured drawer in es and adjusted the bad rails to resolve. The system functioned as intended after troubleshooted by the field service engineer.